Event description:
The patient was implanted with an optape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced injuries. No other information is available.